Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, serum and blood cells could not be separated after centrifugation resulting in abnormal potassium results. The patient had to be redrawn, but there was no impact to the patient.

Manufacturer narrative:
Investigation summary: to investigate the complaint for poor barrier separation and erroneous results one hundred (100) retention samples of the incident lot were selected from bd inventory for evaluation. The retention samples were functionally tested and there were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure modes (erroneous results-potassium and poor barrier separation) via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples tested demonstrated clinically acceptable performance. Replicates of both retention and control samples were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation and erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation and erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, serum and blood cells could not be separated after centrifugation. The patient had to be redrawn, but there was no impact to the patient.